Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone13.2 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod less than an hour. When removed from the infusion site (abdomen), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be bent or kinked. During fluid path testing, the fluid was able to travel the complete fluid path with no issues, and no leaks were found. Therefore, no problem was found regarding the reported bent/kinked event. Inspection of the download data found that an 0x40 alarm was generated, indicating the rotational sensor exceeded the maximum open pulse counts. Timeouts were observed to have occurred throughout runtime as well as in tandem with a failure to transition that was observed in the rotational sensor data, indicating a drive stall occurred. The high pulse widths with drive stall led to the 0x40 alarm being generated. The exact cause of the 0x40 alarm could not be determined. Measurement of the battery voltages found all three battery voltages to be lower than expected. The shelf mode current was found to be sufficient, indicating that the pcb assembly did not contribute to the low battery voltages. No other damages or deficiencies were observed that would have contributed to the low battery voltages or observed hazard alarm. It could not be determined if the low batteries contributed to the drive stall. The exact cause of the low battery voltages could not be determined.